Manufacturer narrative:
G4: 10oct2019; b4: 11oct2019. A power switch overlay and a gas delivery system (gds) assembly was returned for analysis. An investigation was performed on the power switch overlay and the laminated conductors in flex circuit of the overlay component are defective. An investigation was performed on the gds and the out of specification u1 on the air flow sensor pcba created the air flow accuracy, o2 (oxygen) flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. The service engineer (se) confirmed the reported issues. The se replaced the power switch overlay and the flow sensor assy and fixed the reported issues. The device was not being used for treatment at the time the reported issue was discovered. The relationship of the device to the reported issue cannot be determined at this time. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported the power on/off light emitting diode (led) was not illuminated and the measured oxygen concentration was 93.0% when the setting was 100%. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.